Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (30mg/ml at 9mg/ml) via an implantable pump for unknown indications for use. It was reported that at the patient's normal end of life pump replacement, there was no cerebrospinal fluid (csf) flow from the catheter. The patient stated that they had not experienced any withdrawal symptoms after their pump stopped. There were no external factors that led/contributed to the event and no dia gnostics/troubleshooting were performed. Actions/interventions taken to resolve the event was a replacement of the pump and catheter. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n141876005, implanted: (B)(6) 2008, explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.